Event description:
The customer reported scope communication errors 3x during inspection for use involving an olympus autoclavable camera head there was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.